Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that an impedance test indicated electrodes 0, 1, 2, 3, 4, 5, 6 were out of range. The patient stated that she had fallen several times in the last couple of months, but no specific times or dates were provided. The rep reprogrammed around the affected electrodes. The issue resolved. No symptoms were reported.